Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system, which included this right ventricular (rv) lead exhibited an out of range shock impedance measurement. It was reported that the impedances had been steadily increasing over the last several months. The patient also complained of tingling in the pocket and it is suspected that there is current leaking with a possible loose set screw. No further complications have been reported. The physician ordered that the pacing and tachy therapy be programmed off as this patient ejection fraction had increased and the patient no longer required therapy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a revision procedure and the rv lead was removed from service. No additional adverse patient effects were reported.